Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional through regulatory agency reported "folds", "waves", "rotation", "capsular contracture baker grade ii", "uncomfortable and sometimes painful" and "calcification". This record is for the left side. The device was explanted.